Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use, during dwell 3 of 4. The technical service representative (tsr) assisted the customer with troubleshooting and assisted them with starting over with new supplies. The customer would start over with new set. During follow up with the peritoneal dialysis registered nurse (pd rn), it was revealed that this alarm was caused by the customer disconnecting one of the solution bags from the cassette. Then after disconnection due to connecting the bag to the incorrect line, they reconnected the bag to the correct line and tried to resume therapy. The pd rn stated that they explained to the customer not to disconnect and reconnect the same supplies, or to reuse the same supplies to continue therapy. The pd rn stated the patient has been continuing therapy fine, no other problems have occurred. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint for use error - reuse of single-use product is confirmed due to the home patient replacing a single solution bag during therapy instead of restarting with new disposables. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.